Event description:
The caller reported that the t:slim x2 pump battery was not charging, and they experienced unstable charging connections even after following troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level. Despite attempting to use a different charging cable, the issue persisted, prompting customer technical support to send replacement tandem charging cable and wall adapter via two-day shipping. If the pump battery depletes before the replacement's arrival, the customer will rely on a manual syringe.